Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2020 due to dislodgement. An active fixation lead was placed. Instead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodged and was repositioned. No adverse patient events were reported. Lead remains actively implanted. Should additional information become available, this file will be updated.